Event description:
A customer reported that the coulter hmx hematology analyzer with autoloader was the source of a burning type odor. A fuse had previously been replaced on the unit. There was no report of smoke, flames, arcing or shock. The fire department was not notified and the laboratory was not evacuated. No patient results were affected by this event. No personnel sought any medical attention in association with this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found no evidence of any components burning and no burning smells coming from instrument. The fse found a leak inside of the diluter section of the coulter hmx hematology analyzer with autoloader and replaced the severed green stripe tubing between the differential mixing chamber and the corresponding tee fitting. This broken tube allowed clenz to splash inside of the diluter section inside of instrument. The customer was unaware of the leak and there was no exposure to healthcare workers in relation to this event. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The failure mode for this event was the failure of a specific instrument tube. No discrepant results were generated in association with this event. However, upon recur, the failure mode identified has the potential to cause unflagged erroneous results for the reticulocyte and differential parameters. (B)(4).